Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, can encompass multiple failure modes including host tissue overgrowth. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth that typically occurs between 12 months to 5 years. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Although patient factors are believed to play a crucial role, abnormal or severe pannus growth can eventually affect the function of the valve. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. In this case, although there have been attempts to receive further information regarding the device, the explanted device was not returned to edwards for analysis. Without return of the device, edwards lifesciences is unable to confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI # (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 21mm bioprosthetic aortic heart valve was explanted after one (1) year, five (5) months due to severe symptomatic prosthetic valve aortic stenosis and trans-annular aortic root enlargement. Intra-operative findings indicated heavy pannus on the prosthetic valve involving the posts as well as sub valve apparatus. There was fresh pannus and thrombus on the aortic valve leaflets. The size of the annulus was 21 mm and a trans-annular root enlargement was performed to allow placement of a larger aortic prosthesis. A 23mm pericardial valve was implanted and seated well. The hemashield patch was placed. The patient resumed slow junctional rhythm and was weaned from bypass. After stable hemodynamics, and complete de-airing, the patient was decannulated, protamine delivered and hemostasis achieved. Vasopressor and inotropic support was adjusted as needed. Postoperatively the patient awoke neurologically intact and hemodynamically stable on low dose inotropic support. On pod #3 patient developed new onset of atrial fibrillation and on pod #9, the patient was discharged.